Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) seal is still inside the loading device. The seal could not be prepared or loaded correctly. The use of the device in question was then aborted. Using a new device, correct loading and use was possible without any problems. The device complained about had no contact with the patient. The procedure of creating a proximal anastomosis was successfully completed with a new device.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: d10, g4, g7, h2, h3, h6, h10 analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 through jan-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22) the device was returned to the factory for evaluation on 02/07/2022. An investigation was conducted on (B)(6) 2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The delivery device was observed to be outside the loading device with the white plunger not depressed. The seal was observed in the loading device window. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The aortic cutter was observed to be intact, with cap on the needle. No visual defects were observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no visual defects observed on the seal or tension spring assembly. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
N/a